Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the right leg following a diagnostic intervention. No pre-deployment angiogram was performed. A small amount of collagen was observed to be protruding from the skin following deployment. While the pt was still in the hospital, bleeding from the groin was observed 4 days after the procedure requiring manual compression. The pt developed a bacterial infection treated with antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states to not use the angio-seal device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred as this may result in an infection. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in pts with uncontrolled hypertension. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).